Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient had a low voltage advisory alarm when connected to batteries. The batteries have a >50% charge left and the batteries and clips were exchanged without the issue the issue resolving. The system controller would be exchanged and returned.

Manufacturer narrative:
Section a2: patient age was estimated. Manufacturer's investigation conclusion: incidental findings: damaged strain relief and fluid ingress. The reported event of a premature low voltage alarm confirmed with the returned system controller (serial # (B)(6). The log file captured intermittent low voltage advisory alarm events, while connected to the 14v batteries/clips, on august 29 and 30. The battery fuel gauge voltage values were fluctuating and activated the alarm when the value decreased to the low limit threshold. Electrical measurements of the underlying wires within both power cables revealed conductor breakdown. Both power cables were delayered for visual inspection. Visual inspection of the underlying wires was uniformly spiraled and appear intact in both power cables. This suggests the conductor breakdown within the underlying wire and appeared to be related to the repetitive flexing of the power cables during use. The increase resistance across the length of the wires has the potential to affect voltage values and result in premature alarms. The finding is consistent with the log file. Device history record indicated the device was manufactured in accordance to mfg and qa specifications. System controller (serial # (B)(6) was shipped to the customer on 08dec2014. Heartmate ii lvas IFU rev. C (section 7), heartmate ii patient handbook rev. B (section 5), under alarms and troubleshooting, describes all alarms (visual and audible) and what action should be performed when they do occur. This includes ¿connect power¿ alarms. No external power alarm: 1. Immediately connect the system controller power cables to a working power source (functioning mobile power unit or two fully-charged heartmate 14 volt lithium-ion batteries). Low battery hazard alarm: 1. Immediately connect to a working power source (power module or two fully-charged heartmate 14 volt lithium-ion batteries). 2. If alarm persists, call your hospital contact immediately. Low voltage advisory alarm: 1. Promptly connect to a working or different power source (power module or two fully-charged heartmate 14 volt lithium-ion batteries). 2. If alarm persists, call your hospital contact. Power cable disconnected alarm: (¿connect power¿ visual message), which means one of the system controller power cables is disconnected from power. If it is the cable with the black connector, the top light comes on. If it is the cable with the white connector, the center light comes on. In section 3, under power the system, covers making or breaking connection between power sources. In section 2 of both manuals, covers replacing the running system controller with a backup controller. Under ¿the system controller self test¿, the system controller self test is loud and bright. All of the lights, symbols, and sounds come on and ¿self test¿ appears on the screen. Heartmate ii lvas IFU rev. C, heartmate ii patient handbook rev. B, both of which cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. The manufacturer is closing the file on this event.